Event description:
The customer reported having multiple error alarms. The customer's glucose reading at time of call was 156 mg/dl. Troubleshooting was performed. The customer stated that the doctor at the hospital recommended having the insulin pump replaced. Hours later, a diabetes clinical consultant called and stated that the customer was admitted in the intensive care unit due to diabetes ketoacidosis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.